Manufacturer narrative:
Upon investigation of the actual device used in this incident, that the remote manager failed due to component. Field service engineer cleaned and reseated contacts on latch after that hasp was starting to come loose so engineer reinstall and adjust hasp to resolve the issue. The system functioned as intended after the field service engineer serviced the device. E.1. Initial reporter facility: (B)(6) medical center - (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es remote manager failed. The customer reported that users were unable to remove medications while attempting to issue medication to a patient. This resulted in a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.